Event description:
(B)(4). I started having extremely sharp pelvic pains shooting up that dropped me to my knees. Painful intercourse, heavy bleeding that was followed by clots. Headaches and fogginess. Memory loss. Tired and sluggish. More depressed. Anxiety issues increased. Prolapse bladder, severe lower back pains. Hair loss. Tired excessively.